Event description:
Implant loss due to suspected trauma to the abutment.

Manufacturer narrative:
External trauma is known to occur and considered in the rmr and communicated in the pt information. Implant and abutment has been evaluated and it can be concluded that the occurred was not due to product failure.